Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 270mg/dl, 470mg/dl. Tests were done within <10 mins with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.